Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported right side "strong pain" "nodules" "birads 4 results" "suspicious of cancer" "recall" "psychological damage" "generalized anxiety" "capsular contracture baker grade IV" "asymmetry" "risk of prosthesis rupture, or even stiffness and neoplasm development" "sparse cysts" "hypoechoic and heterogeneous nodule". Device remains implanted.